Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't start. Review of the log files confirmed the power issues in the system. The fse found an error showing "generator busy starting up" and also checked the feed line and found one of the phases dropped due to imperfect contact in the switchboard. The fse corrected the imperfect contact and carried out the functional tests. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not booting up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and functional tests are carried out which resolved the issue. The device was returned to use in good working order.